Event description:
It was reported that during deployment of a vena cava filter, the filter limbs did not fully expand. A snare device was used to successfully retrieve the filter. Another evna cava filter was deployed without incident. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.